Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump occurred esd. Customer took off batteries and cap, and set this insulin pump for 24 hours. All of the buttons were not sensitive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.